Event description:
Right hip replacement in under 5 yrs from 1st replacement. It was found that the plastic cup had disintegrated and "torn up" the tissue and dissolved the bone. Consequently the replacement was not completed. Pt now has a bone graft and must wait until sufficient bone has grown before the surgery can be completed. Pt asked for the cup to be given to them after surgery, but it was not.